Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that during the stage 2 procedure the right brain lead was discovered to be damaged. The insulation sheath was frayed off the wire at the distal end (boot site). It was unclear how it occurred, but the wire appeared to have been twisted as though the patient was flipping leads prior to stage 2 procedure. This was speculation of course, but the surgeon proceeded to tunnel 2 extensions to the distal lead site. One extension was connected to the functioning lead and the other would remain implanted unattached to a lead. This was because the surgeon would give the patient the option to have the right brain lead re-implanted. If the patient decided to have the right brain lead implanted the extension would be available to immediately connect the lead to. The damaged right brain lead was removed by the surgeon. Additional information was received from the rep saying that the right brain lead was re-implanted with a new extension and the original extension that was not connected to a lead was removed. The lead was said to be discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the right brain lead was implanted and then connected the extension. The impedances were "high" so the surgeon opted to replace the extension as well. The issue has been resolved.